Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Premature stent deployment can occur if the dilation tip at the distal end of the delivery system is pulled during removal of the packaging stylet. Careful product handling practices, especially when removing the stylet, can help avoid premature stent deployment. Deployment inside the endoscope can occur if the handle of the stent delivery system is advanced unintentionally before the stent is in place inside the patient for deployment. Prior to distribution, all fusion zilver expandable metal biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook endoscopy fusion zilver biliary self-expanding metal stent. The delivery system was advanced over a pre-positioned wire guide and into the endoscope. The stent exited the delivery system. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.